Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing were observed on the device. Technical support was contacted and the device was reprogrammed. The patient was stable and will continue to be monitored.